Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted in the esophagus of patient with esophageal cancer on (B)(6), 2010. According to the complainant, the patient presented with a 15cm stricture; however the anatomy was not tortuous, but it was dilated prior to stent implantation. The physician intended to implant two stents to cover the stricture. During the esophageal stenting procedure, one stent (15cm) was successfully deployed; however as the physician started to deploy the second stent (subject of this report) the distal catheter kinked, and the stent was unable to be deployed. The device was removed without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Based on investigation results of stent partially deployed; this event is now reportable.

Manufacturer narrative:
Patient was reported to be approximately (B)(6). A visual examination of the returned device found that the distal stent loops were deployed. The yellow pull-ring had been removed from the hub and the deployment suture thread was wrapped around the shaft, and was caught on the stent loops. An attempt was made to retract the deployment suture; however restriction was met due to the suture being wrapped around the shaft and being caught on the deployed stent loops. Once the deployment suture was unwrapped from around the shaft and deployed stent loops, it was possible to fully retract the deployment suture thread and fully deploy the stent without issue. The root cause for this complaint is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.